Event description:
It was reported that the coronary sinus ruptured one minute after giving retrograde cardioplegia through the catheter placed in the coronary sinus. Pressures were maintained at 35 mmhg when the the coronary sinus pressure fell to 4 mmhg. Inspection revealed rupture of coronary sinus of h-v groove. The surgery was prolonged to repair damaged coronary sinus. The pt is doing fine with no permanent injury.